Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and all pockets were listed as off the bus and could not be recovered. The field service engineer (fse) confirmed that the legacy half-height drawer, version 5.2, was not detected on the bus. The fse inspected the drawer, replaced the retractor band, removed all cubies, and cleaned out the drawer. However, the drawer was still not detected on the bus. The fse then replaced the motherboard (moab) with one that the customer had available on site. The customer inventoried several pockets from the drawer as part of a proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer and all pockets were listed as off of bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.